Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were worn and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings: no damage was observed to the pump keypad cover; however, the up arrow, ok, and contrast keypad symbols were worn and illegible. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.